Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was undergoing radiation in close proximity to the device. The rv lead was capped and a new rv lead was implanted on (B)(6) 2018. The lead was capped due to radiation treatment. There was no allegation against the lead. The patient was stable.